Event description:
It was reported by the patient's mother that upon insulin fill the pod malfunctioned and the needle was not ejected. No impact to the patient's glucose level was reported. As treatment, a new pod was placed.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. The device was deactivated at 57 pulses. No damages or defects were observed that would result in a needle mechanism failure. The cause of reported event was not determined.